Manufacturer narrative:
The threads on the sleeves were found sheared. This damage may be the result of inadequate seating or assembly of the driver shafts or sleeves within the screw heads during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 3012447612-2017-00160.

Event description:
It was reported that the tips of two drivers broke during surgery. Upon evaluation by zimmer biomet personnel, the threads of the sleeves were found to have fractured. The procedure was completed using alternative instrumentation. There were no reports of patient impact associated with the damaged sleeves. This is report one of two for this event.

Manufacturer narrative:
The returned drivers were examined. The tips of both were found to have broken off. Additionally, the threads on the sleeves were sheared. This damage may be the result of inadequate seating or assembly of the drivers within the screw heads during use. A review of the manufacturing records did not identify any issues which would have contributed to this event. Reference report 3012447612-2017-00160.

Event description:
It was reported that the tips of two drivers broke during surgery. The patient retained one of the tips which was captured within the screw head. The procedure was completed using alternative instrumentation. There were no other reports of patient impact associated with this event. This is report one of two for this event.